Event description:
During an ileocolic resection procedure, when two ir60b reloads were fired via an i60 stapler, it was observed that the devices only partially stapled the tissue. Another device was used to complete the procedure. The pt's health was not adversely affected by the malfunction.

Manufacturer narrative:
The returned ir60b reloads were both damaged in such a way that the devices would have stalled during firing, producing partial cut and partial stapling of tissue. It is not known when the damage occurred. Occurrences of this kind are being monitored. Evaluation summary: the two reloads had damaged shuttle, retention post, pusher and cartridge covers.